Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported insulin pump screen is blank and will not turn back on. The customer states the insulin pump has a crack in the battery compartment. During troubleshooting the customer advised not using the insulin pump since may due to high blood glucose hospitalization. The hospitalization date was (B)(6) 2017. The customer reported insulin pump has blank display and will not turn on and customer was hospitalized. The blood glucose value at the time of admission unknown. The current blood glucose level was 177 mg/dl. The customer had symptoms of nausea and vomiting. The customer was treated for the high blood glucose level with manual injection. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was unknown. The customer did not troubleshoot past event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage found on the keypad assembly. Unable to perform the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test or verify operating currents due to blank display. Pump received with broken battery tube threads, minor scratched lcd window, and scratched reservoir tube window.